Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg was sitting sideways in the pocket, causing the patient discomfort. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was repositioned, resolving the issue.